Manufacturer narrative:
The event occurred on an unspecified date in 2022, reported as "several weeks ago." The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient caps of an unspecified quantity of amia automated pd sets with cassettes fell off after opening the packaging. It was unknown if the caps were on the patient line before opening the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.